Event description:
(B)(6) 2009, is when I first experienced problems with my eyes after using the sofmed breathable contact lenses. I reported the issue to the doctor at (B)(6) where I purchased the contact lenses. I informed the doctor that I was experiencing severe pain, swelling on my eyelids, vision sensitivity to light, spots on my cornea as well as blood shot red eyes. The doctor examined my eyes, confirmed the spots on the cornea, as well as the redness. I asked was the symptoms due to the contact lenses or did I have eye cancer, because I wasn't sure of what was happening with my eyes. The doctor said that it shouldn't be anything wrong with the lenses, however she recommended that I discontinue the use of the contact lenses for a couple of weeks until after a 2 week follow up. The doctor also prescribed medication drops for my eyes which I purchased at (B)(6) on (B)(6) 2009. When I returned for my 2 week follow up, the doctor examined my eyes again and stated that she could still see the spots on my cornea and recommended to continue wearing my glasses and come back for another 2 week follow up. I went back and the spots were still there, however, the pain had subsided. The doctor asked if I wanted to try the acuvue oasys in which I decided to try for a couple of months but they were too expensive. I asked the doctor if it would be ok if I went back to the sofmed breathable because they were more affordable and she said yes. I purchased several boxes but did not experience any discomfort until (B)(6) 2011. I began experiencing the same discomfort as I did in (B)(6) 2009. I decided to discontinue use again before the symptoms worsen I didn't consult a physician. I decided to purchase more contact lenses around (B)(6), but since then I've been wearing glasses for fear of the same result with the contacts. I have worn lenses out of the box that I purchased in (B)(6) 2011 and have not experienced any discomfort however I try not to wear them often as I would like. I recently received a letter in the mail on (B)(6) 2011 in reference to recall on softmed breathable lenses, which caused me to panic. I contacted cooperview to find out more info in regards to the letter and none of my questions could be answered due to I no longer have the lot number on the old boxes. Dates of use: (B)(6) 2009-(B)(6) 2010. Diagnosis or reason for use: vision enhancement.